Event description:
Pt transferred to telemetry floor for cardiac cath. Cardiac cath shows significant multiple vessel disease. A CABG was recommended after weight loss and other interventions such as aicd and tracheotomy were being considered. At 0245, the monitor showed v-tach with a change to v-fib at 0247. Pt was unresponsive with no pulse or respirations. A code was called and the 1st shock was attempted at approximately 0253 but the equipment read no shock delivered. Immediately another attempt was made and the equipment indicated the shock was delivered, however, the pt remained in v-fib. Multiple shocks were attempted but the equipment read no shock delivered each time. The defibrillation equipment was changed and defibrillation resumed at approximately 0301 with shock which was delivered.